Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.

Event description:
It was reported that a device had no audio present. There was no patient incident reported.